Event description:
Same case as MFR#: 2134265-2009-03960. It was reported that post a coronary stenting treatment procedure, a stent thrombosis occurred. The patient presented with an acute myocardial infarction (mi) with heavy thrombus. The lesion being treated was located in the circumflex (cx). The physician deployed a 5.00x 32mm liberte stent and a 5.00x12mm liberte stent. The patient was placed on dual antiplatelet agents, IV antiplatelet agents, and anticoagulant therapy. An intra-aortic balloon pump (iabp) was placed. One day post the stenting procedure, the patient presented due to an abnormal EKG and hypertension. The patient had been compliant with: plavix, aspirin, heparin, and reopro. Angiography revealed a 100% occluded proximal cx. Multiple inflations were made with a 3.50x50mm apex balloon, which resulted in some flow restoration. Multiple additional inflations were made with the apex balloon. The physician felt there was thrombus in the vessel. A non-bsc aspiration catheter was used to remove the thrombus. Ivus confirmed the thrombus burden throughout the vessel. Two passes with a non-bsc aspiration catheter were made, which improved the performed and appearance of the vessel. Inflations were made with a 5.0x20mm maverick balloon and ivus was performed, revealing a significant improvement. Stenosis was reduced to 0%. Temporary pacing was removed. Medications given included: heparin. Patient status reported as "stable".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.